Event description:
Health professional report an alleged lap-band leak at the "junction of tubing." The pt reported, "was able to eat a lot" and was worried that the pt had a "leak." A fluoroscopy was performed and confirmed the "leak at junction of tubing." It is unk which part of the lap-band device was explanted and it is unk if a new device was implanted, follow up is in progress.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addressing the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."